Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high glucose result for one patient sample compared to the result from an accu-chek inform ii meter. The result was 11.74 mmol/l and the result from the meter was 9.6 mmol/l. The result form a cobas 8000 analyzer was 8.2 mmol/l. The result from the cobas b221 was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Product code was updated.